Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and low amplitude. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed and the plan is to continue to monitored. Currently, this ICD remains in service and no adverse patient effects were reported.